Event description:
It was reported to philips that the device failed its operational check. There was no patient involvement. The customer requested to return the device to the philips bench for evaluation. The technician verified the reported issue; it was due to the defib capacitor testing below spec. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the defib capacitor. The defib capacitor was replaced to resolve the reported issue. The device remains at the customer site. No further evaluation is warranted at this time.

Event description:
It was reported to philips that the device failed its operational check. There was no patient involvement.

Event description:
It was reported to philips that the device failed its operational check. There was no patient involvement.